Event description:
It was reported that patient received inappropriate therapy in vf zone for afib with rapid ventricular response. Patient was treated with medications and device check up was planned. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.